Manufacturer narrative:
The pump passed the self-test. The pump primed and seated properly when the test reservoir was detected. All boluses delivered properly and were listed in the daily history. The j1 connector on pcba 1 was locked properly during visual inspection. The following were noted during visual inspection, partially detach retainer, broken reservoir tube lip and cracked keypad overlay at select button. The unit p-cap / test reservoir locks in place properly. Unit was not confirmed for unresponsive keypad anomalies. Unit passed all required testing. Unit confirmed damage at reservoir area. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a scratch on the lcd screen and keypad anomalies, with delayed and unresponsive buttons. The customer reported no adverse event. The event involved product mmt-1884l. Troubleshooting was performed. The customer reported that the pump was dropped and hit the floor, verified that the damage was limited to the screen, and attempted to resolve the keypad issue by removing and replacing the battery, which did not restore normal button function. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1884l was requested, and the customer's response was that the device would be returned.